Manufacturer narrative:
Correction: evaluation codes.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s event of peritonitis. However, there is no evidence to show a causal relationship between the liberty select cycler/liberty cycler set and the peritonitis. There is no report of a machine malfunction or cassette leak for this event. The pdrn reported the cause of the peritonitis event was unknown, however, and did state that the event was not related to pd treatment or any fresenius product(s). The pd culture revealed gram-negative bacilli and enterobacter cloacae. Gram-negative peritonitis may result from touch contamination, exit site infection, or possibly a bowel source such as constipation, colitis, or transmural migration, but the cause is often unclear, as was the case with this patient. Additionally, the patient presented to the outpatient clinic with a low-grade temperature, nausea, vomiting, and abdominal pain. Based on the available information the liberty select cycler and liberty cycler set can be excluded as causing the event of peritonitis. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was seen in the outpatient dialysis clinic on (B)(6) 2018 for an anemia visit and received an unspecified injection. It was also noted during this visit the patient had cloudy pd effluent along with a low-grade temperature, nausea, vomiting, and abdominal pain. The patient was referred to the hospital and subsequently admitted with a diagnosis of peritonitis of unknown etiology on (B)(6) 2018. Pd effluent cultures revealed gram negative bacilli, and enterobacter cloacae. The patient was treated with gentamycin (dose not provided) ip x 10 days and continued manual pd treatment in the hospital. The patient was discharged on (B)(6) 2018. The patient had no reported issues with the liberty select cycler prior to this event. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the peritoneal dialysis registered nurse (pdrn).